Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 51 mg/dl while wearing the pod longer than 48 hours. The patient was treated with 2 glucose tablets, some orange juice, 2 bottles of ginger ale, chips and an apple and chicken sandwich. The health care provided also stopped the patient's insulin right away. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.